Event description:
Boston scientific received information that this system detected one right atrial (ra) lead pacing impedance measurement greater than 3,000 ohms. One far field oversensing with atrial blanking after the right ventricular (rv) pace extended was observed. The physician elected to monitor the system closely. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.